Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report.

Event description:
Correction to previous notes provided. The pump did not give a motor position encoder error alarm. The pump alarmed motor error after a low reservoir alarm. The alarms were cleared during troubleshooting.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor position encoder error alarm. The customer's blood glucose was 240 mg/dl. During troubleshooting, the alarm was cleared. The customer was advised to monitor and call back if it happens again. No product is returning.